Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. A replacement procedure will take place sometime soon. The crt-d remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. A replacement procedure will take place sometime soon. The crt-d remains in service. No adverse patient effects reported.